Event description:
It was reported to boston scientific corporation that a spy discover controller was intended for use in an electrohydraulic lithotripsy (ehl) procedure on (B)(6) 2026, for the treatment of stones. In preparation prior to the procedure, the spy discoverer controller did not power on. The procedure was cancelled and rescheduled as result of this event.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.